Event description:
A malfunction alarm was reported with a specific malfunction code. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump, successfully resolving the issue without the malfunction code recurring.